Event description:
It was reported the bronchovideoscope had a scope communication b30 error code. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. An additional potential adverse event was noted where there was a burn on the distal end. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation of the error, water or moisture invaded into the scope, thus this led to the image sensor unit and the internal circuit board of the connector to break. Based on the investigation of the distal end burn, it is likely that a high-energy endo-therapy accessory such as laser, high frequency, was used without sufficient distance from the distal end section of the scope. The event can be detected/prevented by the following instructions for use which state: reported error: "important information ¿ please read before use. ¦precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿" distal end burn: the instruction manual ¿bf-p190, operation manual chapter 3 preparation and inspection, 3.3 inspection of the endoscope: inspection of the endoscope.¿ the instruction manual ¿bf-p190, operation manual chapter 4 operation, 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.